Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and failed due to a damaged usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed due to usb connector damage. The receiver log was not downloaded and reviewed due to usb connector damage. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.